Event description:
It was reported that a patient underwent an idvt ¿ right ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that there was noise on all of the precordial leads displayed on the carto 3 system and the recording system about halfway through the procedure. They replaced some of the electrode patches without resolution. They reseated the ECG (electrocardiogram) cable from the patient interface unit (piu) and the issue persisted. They replaced the ECG cable, and the issue was resolved. Replacement ECG cable requested. Part to be ordered: cw540710f - bs cables set,2m trunk + leads. Color of the faulty cable's leads - all white. Color of the replacement cable's leads - all white. Dispatch approved by css mh. Software version confirmed 7.2(full code unknown). It was also reported that a pericardial effusion was noticed after the procedure was completed. They reported that they noticed some dampening on the arterial line when the patient's blood pressure was lower on the arterial line. The pericardial effusion was confirmed with ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis and 450 cc's of fluid were removed. The patient was reported to be in stable condition. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure- ablation in the rvot. Outcome of the adverse event was fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event as the patient went to ICU for a couple days, unknown if discharged yet. Generator information was g4c-4271-a. There was no transseptal puncture performed. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. The event occurred during either mapping or ablation phase, not sure because they didn't notice until the end. Normal flow rates for stsf were used for the irrigated catheter. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Parameters for stability for the visitag module was (B)(4); stability of 2 mm; respiratory gating; tag size 3mm. No additional filter used with the visitag. Color options used prospectively was time. The signal interference (noise) was observed on bs. The signal interference (noise) was observed on the carto® and recording system. The physician had an intact ECG signal available to monitor patient heart rhythm. The bs ECG cable was replaced for this complaint. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30907878l number, and no internal actions related to the reported complaint condition were identified.  No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).